Event description:
The event is reported as: the staples did not form correctly during use. No patient injury reported.

Manufacturer narrative:
Samples have been requested, but not received yet. Investigation is not complete at time of this report. A follow-up report will be sent if sample becomes available.